Manufacturer narrative:
Pending investigation.

Event description:
As reported from legal a patient had an initial left knee replacement system on (B)(6) 2010. Revised implant (B)(6) 2019 and 4th revision was conducted (B)(6) 2019. No additional information.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. Related to: 1038671-2022-01159, 1038671-2022-01160, 1038671-2022-01161, 1038671-2022-01163, 1038671-2022-01166, 1038671-2022-01167.